Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare field engineer performed a checkout of the equipment. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the ventilator was not working as expected. There was no reported patient injury.